Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during procedure, low p-waves and low pacing lead impedance were noted on the ra channel. The physician elected to attach the atrial lead to the new generator but programmed the device to vvir. The patient was asymptomatic prior, during and after the case. They were stable in the recovery room.